Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for pre dilation. During the procedure, the device successfully crossed the lesion; however, balloon rupture was noted upon inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.